Event description:
It was reported that one faradrive sheath was selected for use. During the procedure, air was observed, therefore, the procedure was cancelled. No patient complications occurred. The device is expected to return for laboratory analysis. It was further reported that air was observed in the guide sheath after the 11th ablation pulse, with no air seen in the patient. The procedure was performed under sedation and was not completed, as the physician did not wish to continue using the farapulse system; the cancellation occurred after the patient had already been sedated. The device is expected to be returned.